Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported the screw broke during implantation. The threaded portion of the screw remained in the pt.